Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving error 5 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient managed his diabetes with oral medication. The patient began having issue with the error 5 on (B)(6) 2013. 3 days after the issue began; the patient had swelling of the feet and was feeling lightheaded. On (B)(6) 2013, the patient for a doctor office visit and reportedly was treated with glucose tablets/gel. The patient blood glucose was not tested on any other device. Troubleshooting indicated the patient¿s was not using the correct technique to test. Reportedly, the patient puts the blood sample on the test strip and not on the edge/opening of the test strips. The error 5 occurred during the patient initial usage of the lfs product. This complaint is being reported because the patient received medical intervention suggestive for hypoglycemia after the onset of the error 5 issue. The lfs products were replaced and requested back for investigation.